Event description:
It was reported that the patients ipg had an increase in charging frequency. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred for six months from the date the manufacturer became aware of the event.